Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Npi 8100 failed patient side occlusion: 8100 sn:(B)(4) customer was having problems with patient side occlusion and wanted to know how to fix the problem . I explain to the customer that he may need to replace the top and bottom sensors. The customer said that he would change the sensors and if he have amy more problems that he would call back.